Manufacturer narrative:
Analysis of the stimloc accessory found no anomaly, the device performed according to specifications. Returned lead retensioner was able to be incorporated into a known good stimloc system. There was no visible distortion.

Event description:
It was reported that during the insertion of the stimloc cap, it distorted and did not "click into place." It was reported there were no complications. The cap was replaced.

Manufacturer narrative:
Product ID: 3387s-40, lot# m924256a003, product type: lead. (B)(4).